Manufacturer narrative:
The investigation for the reported access site bleed has been completed. No product was returned. Upon review of the data logs, oscillating contrast issue observed with psnr alarm relevant to definitive failure pattern suspecting the console. No problem was found with the pump. Please refer to complaint # (B)(4) for an investigation into the console ic 2532. The cause of the access site bleeding issue was not determined due to insufficient clinical information and since product was not returned. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 53-year-old male with cardiomyopathy and decompensation was implanted with an impella 5.5 device for mechanical circulatory support. During ongoing support, there were ongoing placement signal alarms. The staff turned the alarm audio off. The patient reported pain at the insertion site, and a hematoma and oozing developed at the insertion site. Intervention for the hematoma and access site oozing remains unknown.